Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient "hurt anywhere around there." It was stated, the pocket felt loose before the fall.

Event description:
It was reported, the patient fell, two weeks prior to report, onto her left side, which is where the implantable neurostimulator (ins) was implanted. It was stated, the patient always hurt in that area, so she "didn't think anything of it". Following the fall, it was noted, the ins would not charge. The patient had not turned the ins on since (B)(6) 2012 because, she had not had a lot of back pain. It was reported, the patient had been recharging the ins even though stimulation was not being used and had last recharged on (B)(6) 2013. Two patient programmers and a recharger were attempted but none of them would communicate with the ins and a poor communication screen was displayed. It was reported the patient was not feeling a stimulation sensation. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patients machine didnt work, and hadn't for 2 years. The patient was redirected to their physician.

Event description:
Additional information received reported that patient hadn't been able to recharge the implant for 2 years. The patients healthcare provider (hcp) at the time of the report did not seem like they were willing to remove the patient's implant. The patient had been hurting around the implant battery for about 6 months. The patient wanted the implant removed, so that they could have an MRI to treat their back.

Event description:
Further follow up information received reported that the patient still had concerns with their device therapy but had not sought further help. It was noted that nothing had been done and had "not worked in about 1 1/2". If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that overdischarge was suspected. The patient stated that she had not used or charged stimulation in a year and a half and was not unable to charge at all. It was stated that the patient was not interested in meeting to perform a physician mode recharge (pmr) and the patient was requesting a referral to a healthcare professional (hcp) for explant of the device. It was stated that no diagnostic testing was performed or required. It was reported that the patient was alive with no injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37752 lot# serial# (B)(4), product type recharger product ID 37743 lot# serial# (B)(4), product type programmer, patient product ID 3550-29 lot# n166868, implanted: 2009 (B)(6), product type accessory product ID 3778-45 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead. (B)(4).